Manufacturer narrative:
6/6/1997-supplemental report #2 submitted to FDA.

Event description:
During an unspecified procedure, the suture broke. Surgeon used another suture to complete the procedure. No pt injury reported.